Manufacturer narrative:
A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil inside the connector region and electrical testing found internal shorting due to overtorquing the inner coil inside the connector region. The cause of the reported event was due to internal shorting due to overtorquing the inner coil consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures.

Event description:
It was reported that during the implant procedure the lead exhibited high pacing threshold. The lead was replaced without patient consequences.